Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, high capture threshold and high pacing impedance were observed. A chest x-ray revealed possible migration. An echo was ordered, and a small pericardial effusion was noted. The patient was transferred for observation and lead revision. The lead revision has not occurred. The patient condition remains stable.